Event description:
(B)(6), this device was explanted and replaced due to eri. The ra lead was replaced at the same time due to dislodgement. The representative reported that likely there were high outputs programmed that contributed to the eri status. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.